Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated that they are going to the bathroom 4 times a day and having accident which started 10 days after implant. The patient stated that they have been adjusted twice, but it has only helped for a few days. The patient attempted to increase stimulation and saw the upper limit reached screen. The patient was able to synced the programmer with implant and noted it was on. The patient tried program 2 and reached the upper limit at 3.0. The patient could not feel stimulation there. The patient then tried program 3 at 1.9 and stated that it made their vaginal area a bit sore at 1.9 and cannot turn it down from there as it hasn't worked in the past. Patient services had the patient change to program 4 and the patient set it at 2.0. The patient said they would leave it there for a few days and therapy expectations was reviewed. Patient will monitor symptoms now that change was made and will follow up with hcp if doesn't resolve. The patient called back and repeated the same issues. Caller stated she went from p4 back to p1 and her symptoms are still not improving, so she is considering going back to p4. Patient would like to schedule appointment with rep for possible reprogramming. Additional information was received from the patient. The patient reported they went to their urologist and met with a manufacturer representative the day of the report. They reported it was on a different channel at the time of the report and they wanted to know what the difference was. The said after they first had the surgery, they went every 2 hours, and at the time of the report it was back to every 1 hour. They said they made the change earlier in the afternoon and they could tell it helped a little. Basic information/education was reviewed. The patient mentioned the previous call when they changed the settings like 5 times in one day and the device freaked out and quit working, it just shut down and they still had symptoms of going 2-4 times an hour. No further complications were reported or anticipated.

Event description:
Additional information received from the patient reported that the patient just had an adjustment and still was not seeing an improvement. They wondered if they should increase the intensity more. The patient was advised to contact their clinician for the issue. It was unknown if the issue was resolved at the time of report. It was unknown if any surgical intervention had occurred or if any were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.